Event description:
A valiant stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 61 mm diameter thoracic aneurysm. The vessel was calcified. It was reported that the patient's descending thoracic aorta below the aneurysm was circumferentially calcified all the way through the infrarenal aorta. The femoral arteries and iliac arteries were ok. The delivery system got stuck in the aorta. The physician realized that the iliac artery was ruptured when the delivery system was almost all the way to the aortic arch and the physician was on his last push. The physician quickly removed the device, inflated a reliant balloon, and then did a laparotomy. The rupture section was replaced with an 8 mm ptfe graft. The physician did not place the stent graft through the ptfe because the physician thought that the problem was actually in the calcified aorta. The patient did well, lost about 500 units of blood but was very stable. Future treatment is planned where a different approach (such as a sternotomy and placing it through the ascending aorta to avoid the calcified distal descending and infrarenal aorta) may be attempted. It was noted that the delivery system showed a couple of spots where it kinked which physician believes led to the rupture in the iliac artery. No additional clinical sequelae were reported. Film review evaluation: review of pre-implant CT¿s and 3d models confirmed that the patient had an extensively calcified thoracic and abdominal aorta. The calcification began just distal to the lsa. At the distal end of the arch the max diameter taa was 6cm; the aneurysm contained thrombus (3cm flow lumen). Just distal to the taa within the descending thoracic the vessel narrowed to 2.5cm and became totally encapsulated with calcification as it coursed distally. At the level of the celiac the calcified aortic diameter was 2.5cm, measured 19mm at the ima, and 18x23mm across the calcified distal aorta. The iliacs were largely non-calcified but moderately tortuous. The left common iliac diameter measured 8mm and the left external was 8mm. The right common iliac diameter measured 10mm and the right external was 7-8mm. The access vessels were not calcified. The exact cause of the iliac artery rupture and delivery system kink could not be determined. Films during the procedure were not available for review. However, it appears likely that this was anatomy related due to the extensively calcified vessels. The device was returned for evaluation. The event was confirmed; kinks were noted in the delivery system. The cause of the event was most likely due to the patient¿s calcified aorta. The root cause of the vessel perforation could not be determined however, the patient¿s anatomy likely contributed to the event.

Manufacturer narrative:
(B)(4).